Event description:
Device was used during a total gastrectomy procedure involving one pt. Reportedly, the suture broke during use. Another suture was used to complete the procedure, the hosp has reported no pt injury.